Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 13 years post implantation, a poly revision was performed due to a ¿post broke in the patient¿. It was communicated that the requested documentation was not available. Reportedly, the root cause was the broken insert post; however, the cause of the break could not be fully assessed and/or concluded based on the limited information provided. The patient impact beyond the reported event and subsequent revision could not be determined. No further medical assessment can be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after 13 years from the primary procedure, a revision surgery to replaced a poly was performed due to a post-broke in the patient. The gii ps insert sz 3-4 13mm was explanted. Patient outcome is unknown.